Manufacturer narrative:
The device history record (DHR) review was not performed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it is remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology; however, exact cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm mitral valve was disabled via a valve-in-valve procedure due to severe mitral stenosis and severe regurgitation secondary to degeneration after an implant duration of 15 years, 5 months. A 26mm transcatheter valve was implanted inside the failing 29mm valve. Transthoracic echo confirmed good positioning without paravalvular leak and without mitral regurgitation. Patient was discharged on post operative day seven.